Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 418 mg/dl. The customer was assisted with troubleshooting for bent cannula. The customer was reported that insulin pump had insulin flow blocked and it was resolved by changing complete set. The customer was reported past event. The customer was declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.